Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has an intermittent problem that happens if the device is switched off for awhile. If the device is switched off for extended periods, when its turned on the device takes too long to start. There was no reported patient involvement.